Event description:
A customer reported that during surgery, both ports had low illumination. The case was completed using the same system and accessories. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).